Manufacturer narrative:
(B)(4). Similar to device under 510(k) k063619. Summary of investigational findings: investigation of returned products showed part of the delivery wire (tds) was elongated. Straightening mandril was kinked at the proximal end of the delivery wire and could therefore not be advanced into the tip of the coil (pda). No issues found on the coil, however it was coiling outside the loading cartridge, which indicates the straightening mandril was not advanced to the tip of the coil and therefore the mandril may have kinked when trying to advance it through the coiling coil. The coil was clean, no blood or matter was seen, and it showed no signs of having been used in the procedure. Based on investigation of returned products and by looking at the photos attached under complaint info, it is not possible to determine the exact root cause for the event, however, the encountered issues may have occured during loading procedure prior to patient contact. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the coil (imwce-5-pda5 / (B)(4)) could not be detached from the delivery system (tds-110-pda / (B)(4)) during the procedure. Therefore, the devices were changed with another imwce-5-pda5 and tds-110-pda to complete the procedure. Patient outcome: there have been no adverse effects to the patient reported.